Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier was not functioning at all, with no confirmation of indicator light activity. A reboot was performed; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the biometric identifier (bio ID) was not working. A field service engineer (fse) replaced the docking board and the bio ID due to intermittent issues to resolve the issue and tested the bio ID successfully. The system functioned as intended after field service engineer repaired the device.